Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the unspecified malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 142 mg/dl. Reportedly, customer continued using pump for insulin therapy.